Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was investigated by a maquet service technician. A missing fuse in the battery pack was found to have caused the problem. A fuse was installed and proper charging, ac operation and battery operation were verified. Complete functional and safety testing were successfully executed. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
(B)(4).